Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep with a moderate paravalvular leak (pvl) resultant. It was attempted to snare the valve into a higher position but the valve dislodged into the ascending aorta where it remained. A second valve was implanted at an appropriate depth with a mild paravalvular leak (pvl) result. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.